Manufacturer narrative:
Approximate age of device: 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient died on (B)(6) 2018 due to cardiogenic shock secondary to suspected lvad thrombus. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient experienced marked hemolysis, end organ damage, and pump failure. The family declined autopsy, therefore, the pump will not be returned for evaluation.